Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she was seeing screens on the programmer that she usually did not. It was determined that she was used to seeing the on / okay labels next to the associated icons, but was not now. She was assisted in changing the settings on the programmer to turn the on / okay labels back on. The patient also stated she had been ¿jittery¿ and it was really bad for the first time since implant. The issues began on (B)(6) 2016. She was going to call the healthcare provider (hcp) back now since the programmer mode had been corrected. She would have the hcp address the return of the jitters. The patient¿s indication(s) for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.